Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1705743 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1075743 and test base part number 190-430 / lot 1075743. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1705743 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Event description:
The customer reported experiencing multiple false positives with the ID now covid-19 assay performed on direct tested kitted nasal swab samples. The customer was able to provide there were at least 7 false positives for which they could provide information. For the other false positive(s) the customer could not provide a definitive quantity. The MFR. Report represents to known value seven (7) of seven (7) and report seven (7) of eight (8). The customer reported a false positive result with the ID now covid-19 assay on an unknown date using a nasal sample. Pcr (cepheid) confirmation testing was performed on the same day as the initial test, using an unknown sample type, generated a negative result. Although requested, no additional information, regarding patient treatment or outcome, was provided.

Manufacturer narrative:
Initial reporter name and address: (B)(6). This date is an approximate date, as the customer did not specify what date the test was taken on. The investigation is still in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers: 1221359-2022-05158 thru 1221359-2022-05164, and 1221359-2022-05175.